Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple altitude alarms occurred. The customer cleared the alarms and insulin delivery was resumed; however, a few hours later the alarm would reoccur. The customer's blood glucose (bg) level was reported to be above target; however, the exact value was not provided. Reportedly, the customer administered manual injections to treat the elevated bg level. It was confirmed that the customer had a backup method of insulin delivery available.